Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was implanted for stress urinary incontinence. After the operation, the partner has been able to feel some sling material in the vaginal mucosa during sexual intercourse. The patient saw the doctor at control on (B)(6) 2023, where erosion of sling material was observed on the left side of the vagina. Operation for this was performed on (B)(6) 2023. No further information was provided.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including age, weight, bmi at the time of index procedure date and name of index surgical procedure? Were any concomitant procedures performed? Were any concurrent devices implanted? What was the initial approach for the index surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.